Event description:
Following normal vaginal delivery, patient was turned on l side for rn to change bed. Left side rail in up position;student nurse at left side of bed. Student bent over to obtain supplies from bedside stand, left side rail collapsed. Patient fell out of bed. Student nurse's leg pinned under patient.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design - inadequate. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.